Manufacturer narrative:
Device has not returned to resolve surgical for inspection. Part and batch information remains unknown at this time. Attempts are being made to gather data from the rep as well as the hospital that has information on the patient. No additional information or confirmation has been given that this is a pioneer surgical technologies manufactured part. The following section of this report have been left blank due to the information being unabailable or non-applicable.

Event description:
"It was reported that the sales consultant was informed of 2 separate surgical cases with the coda anterior cervical plate system where there was screw backout from the construct postoperatively. This was discovered on routine patient follow up. Postop x-ray from one of cases was attached."